Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7036451.

Event description:
It was reported that the patient's pain has worsened and the spinal cord stimulator (scs) was no longer controlling the pain. All device components were explanted and discarded.